Manufacturer narrative:
(B)(6).

Event description:
It was reported that the biosure ha 6mm x 20mm screw broke during implantation. A backup metal screw was used to complete the procedure. No patient injury or other complications were reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. (B)(4).